Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported by the patient that after "there was a defect in the device" and the lead had to be repaired, the patient developed an infection in the "artery and valve." The patient stated they were on a peripherally inserted central catheter and wound vacuum for four weeks to heal the pocket. Follow up with the company representative indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and later replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days following generator replacement, the right ventricular (rv) lead experienced oversensing. As the physician suspected a loose setscrew, the pocket was reopened and the rv lead was unscrewed and tightened back into the header of the implantable cardioverter defibrillator (ICD). The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.